Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, vomiting and fever. It was not reported whether the patient was hospitalized for the event. The same day as event diagnosis, the patient was treated with vancomycin injection (2g/ every 4th day/ intraperitoneal) and meropenem injection (1g/ once daily/ intraperitoneal) for peritonitis and still ongoing. At the time of this report, the patient recovered from the peritonitis. Pd therapy is ongoing. It was reported the retraining on break in aseptic technique was done. No additional information is available.